Manufacturer narrative:
A ge rep evaluated the system and re-seated the display adapter board. System operates as intended.

Event description:
The customer reported the system displayed a communication error. A communication error could cause the system to lock up. No pt injury was reported.